Event description:
Division mgr reported that leakage was noted at guide wire slit 4 cm distal.

Manufacturer narrative:
Codman is expecting this device for eval. Upon completion of the investigation a follow up report will be filed.